Event description:
It was reported that balloon rupture occurred. The 92% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced but failed to cross the lesion. However, during inflation, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was contrast present in the inflation lumen and the balloon. There was blood in the guidewire lumen and the balloon was loosely folded. The device was soaked for a period of time to break up the contrast and blood present in the device. Then the device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. The device inflated and deflated with no issue. There was no damage or irregularities found to the device.

Event description:
It was reported that balloon rupture occurred. The 92% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced but failed to cross the lesion. However, during inflation, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient was stable.